Event description:
According to the reporter: the clips didn't close properly and a nearby vessel got torn. The incident caused a loss of blood of approximately 20cc. The operating time was extended by 10 minutes. No ill effect to the patient.

Manufacturer narrative:
(B)(4).